Event description:
It was reported that when the infusion pump was turned off, there was still fluid dripping in the drip chamber. The user reported that temporary harm requiring intervention to stabilize the patient occurred.

Manufacturer narrative:
Initial complaint was reported without any indication of patient harm on (B)(6)2023. On 5/15/2023, a FDA medwatch report was provided to iradimed for this same complaint. Upon following up with the risk manager, we became aware of a medical intervention required to stabilize the patient. This awareness was on 06/19/2023. The only information available about the patient was that medical intervention was necessary to stabilize them. Information about the actual medical condition was not shared. The device was returned and evaluated and found to be in good condition, and operating per specification. No history log was available because the microprocessor memory battery was depleted which caused the device history log to no longer be retained. The medwatch report indicated that fluid continued to drip in the drip chamber even though the pump was off. If the pump is off, and the user opens the pump door, there is potential that fluid can continue to flow freely. However if the user closes the distal clamp on the IV set, no fluid should flow. If the pump door remains closed, even if the pump is powered off, no fluid should be flowing. Since the pump operated per specification when evaluated, the most likely event is that the user did not close the IV set clamp, and opened the pump door after turing the pump off.